Event description:
Information received by medtronic indicated that the insulin pump had crack on battery side. Customer stated their was no physical damage to retainer ring. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube area found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact damaged, corroded battery tube, battery tube threads - cracked, cracked case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (end cap address label fading). Cosmetic damage was confirmed at the battery tube area. Battery cap contact and battery tube was corroded.